Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation..

Event description:
The customer called into philips to report that the device has a red cross mark appears during operational check there was no reported patient involvement.